Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 7 false positive results were obtained by the laboratory personnel. The customer stated that results were reported out, but there was no report of patient impact the following information was provided by the initial reporter: "results problem. Returns false positives."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 7 false positive results were obtained by the laboratory personnel. The customer stated that results were reported out, but there was no report of patient impact the following information was provided by the initial reporter: "results problem. Returns false positives."

Manufacturer narrative:
H.6. Investigation: a complaint of "results problem" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). The complaint is not confirmed because the issue occurred due to temperature management at customer's site. The root cause is related to "high laboratory temperature/ no device problem detected". Review of device history record for instrument serial number, ft9584 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(4)2021. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 7 false positive results were obtained by the laboratory personnel. The customer stated that results were reported out, but there was no report of patient impact the following information was provided by the initial reporter: " results problem. Returns false positives."